Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire is cut. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that xthe light guide cable cracked, the suction channel leaky, the light guide fiber bundle (lcb) leaky, the eog valve deformed, and the remote control buttons cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).